Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 29mm portico valve was selected for implant using a large flexnav delivery system (ds). There were no issues during the loading of the valve. During the procedure, when the device was being placed, it needed to be recaptured more >2 times due to it being too deep. It was decided to use a new 29mm navitor valve, but again it was unsuccessful. When the ds was removed, it was noted that the capsule tip was indented inwards. Both the valve and ds were replaced with a 29mm navitor valve and flexnav ds and the valve was able to be successfully implanted. The multiple recaptures were required due to the patients anatomy. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay during the procedure. There were no patient issues and the patient was discharged with good results.

Event description:
It was reported that on (B)(6) 2024, a 29mm portico valve was selected for implant using a large flexnav delivery system (ds). There were no issues during the loading of the valve. During the procedure, when the device was being placed, it needed to be recaptured more >2 times due to it being too deep. It was decided to use a new 29mm navitor valve, but again it was unsuccessful. When the ds was removed, it was noted that the capsule tip was indented inwards. Both the valve and ds were replaced with a 29mm navitor valve and flexnav ds and the valve was able to be successfully implanted. The multiple recaptures were required due to the patient's anatomy. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay during the procedure. There were no patient issues and the patient was discharged with good results.

Manufacturer narrative:
An event of positioning problem and material deformation was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received, a cause for the reported positioning problem and material deformation could not be determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.